Manufacturer narrative:
(B)(4).

Event description:
It was reported that a discrepancy in device longevity was observed. Estimated device longevity was found to be consistent with programmer displayed longevity. Patient will continue to be monitored.